Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196, implantable pacing lead, (B)(6) 2012; 5076 x2, implantable pacing lead, (B)(6) 2010; (B)(4).

Event description:
It was reported that 10-13 second pauses and shorter pauses were observed on the bi-ventricular (bi-v) implantable pulse generator (ipg). The source of the issue is undetermined at this time. Capture management was turned off and the outputs were increased. The device remains in use. No patient complications have been reported as a result of this event.